Event description:
According to the reporter: occurred during a laparoscopic procedure. There was poor staple formation. The staple line was incomplete. To complete the procedure, another reload was used. No known impact or consequence to patient. The current patient status is ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the staples were not detached.